Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer's husband stated that she had high blood glucose of 486 mg/dl, 503 mg/dl, 405 mg/dl, 331 mg/dl, 276 mg/dl, 380 mg/dl, and 404 mg/dl on (B)(6). The customer's blood glucose was 503 mg/dl at the time of the incident. The customer treated with manual injections. The drive support cap appeared normal. The product was not returned for analysis.